Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the batteries were near end of life so they were replaced. During the evaluation the customer mentioned to the stm that he thought slot 2 was not charging the battery. The stm verified the power management board was seated properly and charging. The stm then performed completed preventive maintenance of the iabp. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that during patient transport the batteries of the cardiosave intra-aortic balloon pump (iabp) didn't maintain a charge, both batteries discharged within an hour. No patient harm, serious injury or adverse event was reported.